Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0ccdl, implanted: (B)(6) 2013, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0ccdl, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that there were wires left in the patient¿s brain because the healthcare professional had been afraid to remove them from the brain and it was causing the patient to not be able to breath correctly which was why he needed a continuous positive airway pressure (CPAP) machine. The patient had very bad headaches. The patient¿s leads had started to make his head hurt. The leads gave the patient headaches that made migraines feel like nothing. The patient could feel the wire on the left side of his neck and stated that it was a long wire and the wire on the right was not as long as the wire on the left. The patient would get pain that started on the left side of the neck and then the pain spread to the right side of the neck and hits the forehead from temple to temple and then the pain attacked the eye so he would have to put on dark glass. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.